Event description:
Caller reported a malfunction on the pump, which was indicated by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information and assistance to reset the pump, and the malfunction code did not recur post-reset. The customer was advised to continue using the pump and to contact support if the issue recurred, which the caller acknowledged and understood.